Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." A mfg investigation is underway. If any abnormality is found, a follow up report will be provided.

Event description:
An eye care professional reported, the results of a microbiological analysis of the contact lenses, lens case and lens care product used by an unspecified pt who experienced a corneal ulcer. The pt used solocare aquify lens care solution and an unspecified brand of non-ciba vision contact lenses. The analysis detected the presence of pseudomonas, candida, klebsiella oxytoce. Request has been made for additional information, however, no further information has been provided.